Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he jumped into the water with his insulin pump on. Fluid was under the lcd display. Customer's blood glucose level was 410 mg/dl. He treated his blood glucose level with syringes. The self-test passed. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.